Event description:
Pt noted to be unresponsive while sitting in stroller and was immediately moved to bed in preparation for resuscitation, at which time it was noted that the trach tube was in two pieces. One piece was positioned to the side of the neck and still secured with twill tape. The second piece was still in tracheotomy site. The piece in the trach site was removed. The pt was stabilized without residual adverse effects. An x-ray was negative for foreign body. Trach tube was lost at site where resuscitation was performed and could not be found for evaluation. No serious illness, injury or death incurred.